Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarms noted during testing. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their pump. The customer stated that the buttons are not responding. The customer's blood glucose level was 160 mg/dl. Troubleshooting was done. The customer stated that the buttons were not pressed for over three minutes and that the insulin pump was not exposed to moisture. Advised that the insulin pump needs to be replaced out. The customer states that she has a pen as a back-up plan. Nothing further reported.